Event description:
The patient called animas on april 19 reporting that the pump was rebooting for several weeks and would shut off for twenty minutes or so and the verification screen would appear. He said he'd hear the beep and chirp sound sometimes but the pump would not power on. The patient said it happened once a week for several weeks. He maintains that his blood glucose levels were not affected by the pump rebooting. He says he noticed the reboots quickly and the pump was not shut off long enough her his blood glucose to elevate. The patient uses the cheapest brand of aa batteries that he can get. The animas representative advised the patient that generic brand batteries may not be powerful enough to power the pump. The issue did not cause or contribute to an injury because the patient was able to detect the issue immediately and monitor his blood glucose level. This complaint is being reported due to the alleged power issue. MFR report # 2531779-2012-04279 describes an injury suffered by the patient related to a different issue.

Manufacturer narrative:
Follow-up #1 date of submission 07/03/2012-device evaluation: the pump has been returned and evaluated by product analysis on 06/05/2012 with the following findings: a review of the black box indicated an 'auto timeout' alarm occurred at 1:10 am on (B)(6) 2012 with low battery voltage, followed by multiple reboots that went unacknowledged. Visual inspection revealed no damage to the battery cap or battery compartment. The battery cap returned with the pump was able to fully tighten with no yellow o-ring visible. A rewind, load, and prime sequence was performed with no issues occurring. The pump was exercised for 24 hours with the returned battery cap, with no power issues duplicated. There were no battery contact defects found during investigation. Unrelated to the complaint, investigation revealed that the keypad was torn at the up arrow keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has been returned to animas. Evaluation is not yet complete. When evaluation is complete the results will be provided in a supplemental report. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Please refer to MFR report # 2531779-2012-04279 which describes an injury suffered by the patient related to a different issue.